Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker interrogation revealed the eri battery status since december 22, 2025. Furthermore, the pacemaker´s memory content was analyzed indicating no anomalies, particularly the average current consumption was found to be as expected. No recordings are available after eri status is reached, which is a normal and expected device behavior. The pacemaker was implanted for approximately 159 months. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. In summary, the pacemaker was fully functional. The battery condition was found to be normal and as expected after an implantation duration of 159 months. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Device showed 8 months battery remaining during an interrogation in (B)(6) 2025. In (B)(6) 2026 the patient was life flighted to a hospital due to concerns that they were experiencing vt. When the device was interrogated then, it showed eri status and no recordings were available. The device was explanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.